Event description:
During cardiac surgery, reportedly an open mitral valve procedure, involving a cor-knot standard technology, the open heart team leader stated that the surgeon said a cor-knot standard device "would not cut suture" and stopped using that device in the procedure. The procedure was completed with the other cor-knot standard device from the kit. This report also stated that there was no harm to the pt.

Manufacturer narrative:
The warning section of this product's instructions for use (product insert) instructs customers to not use "damaged" cor-knot product. All rep in the field involved with hosp staff training provide in service and intraoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. The hosp staff was repeatedly offered add'l in-service training, which they declined so far. Clarification of user instructions and further customer training regarding suboptimal suture cutting related issues are planned for prompt implementation.